Event description:
It was reported that the patient had a difficulty inflatable penile prosthesis (ipp) pumping. During the surgical procedure, it was found that a suture was strangulating reservoir tubing and due to this, a surgical procedure was performed to replace the reservoir. There were no patient complications.